Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Reprograming of the device was performed and a defibrillation threshold (dft) test was recommended. This lead remains in service. No further adverse patient effects were reported.